Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4) product type: extension. Product ID: 3093-28, lot# j0326863v, product type: lead. (B)(4).

Event description:
It was reported that the patient requested compatibility guidelines for MRI. The MRI was of her back, not to check the device components. She had her device explanted because it wasn't working and she thought it would make her MRI eligible. The patient went for an MRI and an x-ray was taken showing "tips of wires" that were left in her body. The patient reports never having therapeutic effect from any of her 5 neurostimulator systems. She went to have an MRI the day before reported event date and they would not do it because the x-ray she had showed the tips of the leads. She asked if she could have an MRI with the tips of the leads. The patient said the MRI would be for her back and was not related to her device or therapy. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Event description:
Refer to manufacturer report # 3004209178-2015-08514 for reported information regarding device explanted because it wasn¿t working and she thought it would make her MRI eligible.